Event description:
On (B)(6) 2013, the pt was implanted with a gore excluder aaa endoprosthesis featuring c3 delivery sys to treat an abdominal aortic aneurysm. The aneurysm was successfully excluded, and the pt tolerated the procedure. On (B)(6) 2013, the pt was implanted an add'l gore excluder aaa endoprosthesis trunk-ipsilateral leg component, then converted to an aorto-uni-iliac bypass. The physician reportedly denied any device failure. He indicated calcium in the distal contralateral limb coupled with the pt's peripheral artery disease could potentially lead to compromised blood flow. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg records for the devices verified that the lots met all pre-release specifications.